Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was giving the patient inaccurate high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the reporter that the patient tests about eight times a day and that normal readings are usually between "100-150mg/dl". The reporter claimed that the patient was already at the hospital due to the "stomach flu" when the reported issue occurred. On (B)(6) 2012, from 7:00 to 9:00am, during a routine checkup while at the hospital, the patient reported blood glucose results of "527 mg/dl" with a lifescan meter and "382 mg/dl" on the hospital's meter (unknown device), performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter stated that the patient manages his diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. The cca was informed by the reporter that the patient did not develop any symptoms but did self-treat with novolog (unknown dosage) through the insulin pump "based on the result obtained from the hospital's meter". At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that no control solution was available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and treatment received was based on the test result obtained from a non-lfs meter. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.